Manufacturer narrative:
The tech found a foreign substance has leaked into the siderail and rusted all of the siderail mechanism components, preventing the siderail from latching. The tech replaced the siderail latching mechanism components to repair the bed.

Event description:
Info received indicates the left head siderail is not latching.